Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during implant, the deployment starting point was 2mm below the pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of -6mm on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was -5mm on the ncc and -5mm on the lcc. A non-medtronic (lunderquist) guidewire was used during the procedure. It was noted that the gradient of 120mm was on the native valve. No adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had type zero bicuspid valve with a perimeter of 79mm. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm true flow balloon. The valve (B)(6) was deployed at a depth of 8mm, however on release the valve dislodged out of the ventricle. The team attributed this to the bicuspid nature of the valve. The valve (B)(6) was above the sinotubular junction (stj). A 20mm gooseneck snare was placed around one of the tabs. A 22mm true flow balloon was then used to further dilate the annulus. A second valve (B)(6) was then placed, using the snare to keep the first valve in place. The second valve (B)(6) was deployed successfully at a depth of 8mm. The gradient decreased from 120mm to 1mm. Mild aortic insufficiency was seen on echocardiogram and angiogram. The patient was in good condition following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.